Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During analysis, the device repair technician identified a noisy image. No patients were involved.